Event description:
Patient (B)(6) was having an rsv np swab (flu swab) performed. The patient inhaled and the swab tip slipped away and into the nose. The swab was able to be retrieved from the sinus cavity, and the patient was transported to children's hospital (B)(6) via ems transport. No further issues reported by patient.

Manufacturer narrative:
Manufacturer investigation report: our original complaint investigation could not confirm any malfunction or defect in the device lot associated with this incident. The DHR was reviewed and no anomalies have been found during all the production steps of the different product components. As results of FDA inspection, (B)(4) has reviewed its criteria for a reportable event and has reviewed complaints from 2011 and 2012 to identify reportable events under the revised reporting criteria.